Manufacturer narrative:
(510k): this report is for an unknown insertion instrument. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This file is a review of the following journal article: song, h., et al (2008) suture passing needle breakage during arthroscopic rotator cuff repair: a complication report. Arthroscopy: the journal of arthroscopic and related surgery, vol. 24, pages 1430-1432 (south korea). The study emphasizes on the report a case in which the needle tip of a suture-passing device broke during arthroscopic rotator cuff repair. The patients evaluated on course of this study: a (B)(6) woman. The article describes the following procedure: shoulder arthroscopy. The devices involved were: express sew suture passer. Complications described: broken tip discovered post operative and left implanted.